Manufacturer narrative:
(B)(4).evaluation summary:the customer reported problem of a flogard infusion pump with an "f_49 alarm" was confirmed in the sample evaluation. The cause of the problem was a damaged battery. The battery was replaced onsite at the facility by a baxter field service technician to fix the problem.

Event description:
The facility reported a flogard infusion pump that presented "f49". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.